Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer¿s mother reported via phone call that the insulin pump alarmed power error detected. The customer¿s blood glucose was 12.5 mmol/l. Troubleshooting was performed. The caller called back and said that the power error alarm recurred within 4 hours of troubleshooting the previous occurrence. The insulin pump was returned for analysis.